Manufacturer narrative:
Citation: takahashi k, tada t, shimamura k, et al. A snare maneuver to reposition self-expandable aortic valve after transcatheter replacement of surgically implanted valve. J cardiol cases. 2023;28(6):269-270. Published 2023 sep 1. Doi:10.1016/j.jccase.2023.08.014 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. The serious injury report pertaining to the mosaic surgical valve was submitted in MDR number 2025587-2024-00703. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a patient who had a transcatheter aortic valve (medtronic 23 mm evolut pro+) implanted valve-in-valve in a previously implanted surgical aortic valve (medtronic 23 mm mosaic). The transcatheter valve-in-valve replacement procedure was performed sixteen years after mosaic implant because of severe aortic regurgitation caused by valve deterioration. It was also noted that the patient was experiencing progressive dyspnea prior to the valve-in-valve procedure. During the procedure, the evolut pro+ projected too far into the left ventricle, resulting in paravalvular leak (pvl). The authors wrote that it appeared that the skirt of the evolut pro+ had penetrated too far into the mosaic valve, so they used two snare catheters to pull and reposition the evolut pro+ from different directions (first via the left femoral artery, then from the right brachial artery), which succeeded in repositioning the valve and virtually eliminating the pvl. No further information pertaining to medtronic products was noted.